Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the imaging system displayed a collimator error/failure when it was initially booted up for the day. The system was rebooted multiple times, but the site was unable to get past the error with the cable connected. It was noted that the site did not attempt to disconnect. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed collimator error. Collimator was replaced and issues noted with repair. Rad and fluoro gain cals completed. The system then passed the system checkout. Unit in good working order. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: b140000019 , serial/lot #: (B)(4), ubd: unknown, UDI#: unkown. A medtronic analyst tested the returned collimator and confirmed that it was not performing as expected due to electrical failure. It was tested by using huestis collimator fixture. If information is provided in the future, a supplemental report will be issued.